Manufacturer narrative:
A getinge fse was sent to investigate the issue. The fse performed internal diagnostic, circuit tightness and operating tests with ECG simulator and test catheter. No operating anomalies occurred. Fse states that the problem was linked to the tether in use on the patient at that time (no longer available). The failure was not reproduced and no parts were replaced. The unit was returned to the customer for clinical use.

Event description:
N/a

Event description:
It was reported that during patient therapy, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure alarm. There was no patient harm.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.